Event description:
The customer reported the ventilator alarmed due to a data acquisition board adc failure. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was unable to duplicate the reported event. The service technician replaced the data acquisition board as a precaution to address the reported problem. Review of the device diagnostic log also noted an oxygen device failed occurrence. The fio2 set on the ventilator at the time of the occurrence was 50%. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source while set at 50% fio2 can be detrimental to a patient if this type of event occurs while in use. Performance verification testing was completed and tests passed to specifications.